Event description:
It was reported that during a colostomy reversal procedure (the original colostomy procedure was three months prior), they did an end-to-end anastomosis. The surgeon could not recall which device was used on the distal resection in the original procedure. In the reversal procedure, the nurse removed the device from the package, and handled it over to the surgeon. The surgeon took it apart to take the anvil off and closed it back down. The device was handled over to the fellow. The surgeon walked the fellow through the firing. The end-to-end was a little higher up, so they had a lot of length. There was no tension. When the fellow fired the device, he fired fully and had the handle plastic to plastic but it did not make the crunch sound. It sounded strange, it did not sound like the usual crunch. When they opened the device and removed the specimen from the tissue, it came apart. The device had cut but no staples were present. There were zero staples found, none in the patient, donut, device or the track. They fired it again outside of the patient to see if they could see any staples, and none were present. There were two open ends. Not sure what device was used to close off the proximal end. The contour was used to close the distal end. They did another end-to-end anastomosis with a new ecs29. The second firing went fine. The patient is fine.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what device was used for the proximal and distal transaction of the bowel? What color reload? Contour. On what tissue type was the device used? Unk. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) unk. Was the spike of the trocar inserted through bowel lateral or through the staple line? Unk. What confirmation did the surgeon receive that the anvil was firmly attached? Unk. When the device was fired, what was the location of the indicator within the gap setting scale? Unk. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No how did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Compressed plastic to plastic, heard a noise, not usual crunch. Were any unexpected noises heard? Yes, when fired. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut confirmation. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. Does the patient have any relevant history of surgical treatments? Unk. What are the patient's age and sex? Male, (B)(6). Did a hcp other than the primary surgeon fire the instrument? If so, whom? Fellow. Was there a recent conversion to ees devices in this account or with this surgeon? No.